Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system, and confirmed the reported issue. The bag to vent switch was replaced to resolve the reported issue.

Event description:
The hospital reported that the system bag to vent switch was not working correctly. There was no report of patient injury.